Event description:
Procedure type: lower anterior resection. According to the reporter: when firing the staples, they did not form to b-shape. After two applications, conversions were done and a ta instrument was used to create the resection. No reinforcement material was used. There was tissue loss during the failed staple line, and had to staple deeper. No irreversible tissue damage. There was an unanticipated extension of the incision by more than one inch. No unanticipated blood loss of 500ccs. Surgical time was delayed by more than 30 minutes but no adverse event reported as a result of the delay. No device fragment or component fell into the pt's cavity. No device fragment left in the pt.

Manufacturer narrative:
(B)(4).